Event description:
It was reported that the patient experienced heating during an MRI scan due to an abandoned lead in their back. The heating has now subsided, and the patient was informed they are no longer suitable MRI scans.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.